Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322 which was not reproduced. System error 322 was confirmed through review of the event history log. The lower hook screw gap was checked and was found to be out of specification, however, this alone cannot cause a system error 322 in upgraded devices. A concurrent latch switch failure or a failure of the lower link switch can still occur, but no evidence was found to support these possibilities. The device is no longer in its as-received condition and therefore an assignable cause could not be determined. The lower hook switch gap was adjusted to meet specification. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient injury.